Event description:
The event occurred during clinical use. This device is used in conjunction with a hyperbaric chamber. The ventilator was functioning normally until the chamber pressure reached 1.5 ata. At that time, the therapist "began to manipulate vent settings to attempt to achieve desired pressures/volumes." The ventilator would not deliver the optimal pressure/volume to the pt once the chamber pressure had reached approx 2.0 ata. It was determined that the hyperbaric treatment was to be aborted. The pt was being treated for carbon monoxide poisoning. The report states that there was no harm or serious injury to the pt. Another hyperbaric oxygen therapy treatment could not be administered to the pt as the pt became hemodynamic instable. The pt is reported as being in fair condition.

Manufacturer narrative:
The user facility is to return the ventilator for eval. Upon receipt of the device and completion of the eval a f/u MDR will be submitted.